Manufacturer narrative:
The manufacturer received information in relation to a dreamstation expert unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information from third party service center during the device evaluation, that the power supply corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, it was found that the power supply corroded. Corrosion on metallic surfaces and were observed. No evidence of foam degradation was observed. The unit was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.